Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt is complaining of dull, throbbing pain. Pt has had blood work and MRI. Pt states that it takes him a while to get going, but the ache is constant. Pt also states that surgeon thinks he may need a revision.